Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this left ventricular (lv) lead exhibited loss of capture at maximum outputs and high out of range pacing impedances greater than 2000 ohms. A chest x-ray was obtained and a conductor fracture was observed. The system was reprogrammed to turn off lv pacing and a revision procedure is expected to be scheduled. This lv lead remains in service. No adverse patient effects were reported.